Event description:
A falsely elevated troponin I result of 0.7 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was retested using alternate methodology and a result of <0.04 ng/ml was obtained. The sample was repeated on the original analyzer and a result of 0.62 ng/ml was obtained. The sample was then treated with heterophilic blocking agent and retested on the original analyzer and a result of 0.05 ng/ml was obtained. The patient was admitted to the hospital, but there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Data indicates that the falsely elevated troponin I results were caused by heterophilic antibody interference.

Manufacturer narrative:
No further evaluation of the device is required. Data indicates that the falsely elevated troponin I results were caused by heterophilic antibody interference. The IFU for stratus cs cctni testpak contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications.